Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, lead dislodgment occurred. The lv lead was removed from the patient and was prepared for a second positioning attempt. However, while attempting to backload the lead onto a guidewire for the second attempt, the guidewire perforated the lead. This attempt was aborted at this time and a separate lead was successfully placed. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found a puncture hole in the insulation. Inspection of the electrode tip found no anomalies. Laboratory testing confirmed the insulation puncture but did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.